Event description:
The customer reported that during use of this 2mm round bur, long carbide in a resection of the spinous process of the cervical vertebra procedure on (B)(6) 2014, the bur head allegedly broke off of the shaft and was left in the patient. Reportedly, the surgery was completed with no further complications, no surgical delay or patient injury. However, received information indicated that a revision surgery is being scheduled and will be performed to retrieve/remove the broken bur head. Other information received from the international distributor indicated that the user facility reprocessed and reused the "single use, disposable" 2mm round bur, long carbide. The number of times the bur has been reprocessed and reused is unknown, as the user facility was not keeping track of this information. Follow-up with the distributor also revealed that the user facility would not release the damaged bur, and thus the device could not be returned for evaluation. Despite several attempts to obtain more detailed information regarding the incident and the date of the mentioned revision surgery, to date no additional information could be obtained from the user facility and/or distributor. Further information received from the distributor indicated that patient's demographic information as well as the patient's current condition could not be obtained due to the patient privacy laws in (B)(6).

Manufacturer narrative:
As reported, the "used/damaged" 2mm round bur, long carbide from the surgery on (B)(6) 2014 is not expected for evaluation, as it is not being released/returned from the user facility. Without the involved device, an evaluation could not be performed to determine the root cause. The alleged breakage of the bur head therefore could not be verified. However, information received from the distributor indicated that the user facility reprocessed and reused the "single use, disposable bur" and that the number of times the bur has been reprocessed and reused is unknown, as the user facility was not keeping track of this information. Based on the lot #410376 provided by the distributor, this device was manufactured on 29-oct-2012 in a lot of (B)(4) units. A review of the device history record showed no discrepancies/anomalies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other complaints received for this item and lot number combination. In addition, a 2-year review of the device complaint history showed other than this alleged incident, there have been no serious injuries or deaths reported related to "secondary surgical intervention to remove the broken bur head". This failure mode is addressed in the device's risk document, and the safety risk has been found to be acceptable. Based on all available information, it is believed that the most probable cause of this reported bur head breakage was due to the user facility "reprocessed and reused" the disposable single use bur. Additionally, a review of the device complaint history shows this reported incident is an isolated event. There is no reason to believe that anything associated with the device manufacturing process caused or contributed to this reported problem. No further action is planned at this time. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions and warnings: always inspect for bent, dull or damaged burs, blades or drill bits before each use. Do not attempt to straighten or sharpen. Do not use if damaged. After use, dispose of properly. Do not use burs for plunge cutting. Damage or injury may occur. Always use a bur of the proper length for the particular guard. Use only associated linvatec attachments and accessories (saw blades, bits, etc.) As defined within the descriptions of each attachment. Prior to each use, perform the following: inspect all equipment for proper operation. Ensure all attachments and accessories are correctly and completely attached to the handpiece.